Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. A2 - age: 32 years at the time of initial chait placement. A4 - weight: 48 kg/ 105.6 lbs at the time of initial chait placement. D2a - common device name: additional names: exd irrigator, ostomy. D2b - procode: additional product codes: exd. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the stoma site of a chait percutaneous cecostomy catheter leaked. The device was required for a study procedure (MDR-2036) for treatment of fecal incontinence and severe, chronic constipation. On (B)(6) 2019, the patient had their previously placed cecostomy catheter exchanged with a cook cecostomy catheter. The target site was the appendix. The new catheter was placed in the operating room at the same time as a malone tract revision procedure. The revision was required due to a previous surgical injury. The initial bowel evacuation was successful. Saline was instilled throughout the duration of time the cecostomy catheter remained in place. On (B)(6) 2019 (4 days post-procedure), the patient experienced stoma site bleeding, stoma site leakage of serous fluid, and fever (unrelated to other diagnosed condition or infection). The dressing around the site was bloody and wet with serious fluid and was changed. It was noted the patient had injury to malone tract/site prior to insertion time that contributed to the cause of this event. The site noted also, ¿revision of malone site due to a previous surgical injury at the time of chait insertion, both of these resulted in [the event(s)]". On (B)(6) 2019 (7 days post-procedure), the patient reported skin excoriation at the catheter site and stoma site infection. The patient subsequently scheduled an appointment with the clinic. The following day, on (B)(6) 2019 (8 days post-procedure), the patient again experienced stoma site leakage. The surgeon documented "fibrinous exudate, no signs of infection". On (B)(6) 2019 (36 days post-procedure), the patient experienced a stoma prolapse and was not treated. On (B)(6) 2019 (155 days post-procedure), the patient experienced granulation tissue at the stoma site and stoma site leakage. The patient was treated with silver nitrate to the granulation tissue. The site noted the cause of the granulation tissue was due to ¿irritation caused to wound¿ and the leakage was due to the tube keeping the site open as well as the presence of the granulation tissue. On (B)(6) 2019 at 6-month follow-up (162 days post-procedure), the patient reported that some days the device empties well and on other days she does not feel she completely empties her bowel. As a result, the chait solution was changed. This report will focus on the leakage that occurred on (B)(6) 2019. The leakage that occurred on (B)(6) 2019 will be captured in a report with patient identifier: (B)(6). The leakage that occurred on (B)(6) 2019 will be captured in a report with patient identifier: (B)(6).

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: on (B)(6) 2023, cook became aware of an event on (B)(6) 2019 at (B)(6) med. Ctr. (United states) involving a chait percutaneous cecostomy catheter (rpn: (B)(6) ; lot: unknown). It was reported that the patient experienced stoma site bleeding, stoma site leakage, and a fever (unrelated to other diagnosed condition or infection) four days post-procedure. It was noted that the patient had an injury to malone tract/site prior to the placement of the chait device that contributed to the event. Reviews of documentation including the complaint history, instructions for use (IFU), and quality control procedures of the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) identified process step to ensure that nonconforming material does not leave the house. The customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. Based on this information, the device was manufactured to specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The IFU, t_tdcs_rev7, packaged with the device contains the following in relation to the reported failure mode: contraindications: * previous abdominal surgical procedures. Precautions: instruct patient to read and understand the patient guide titled ¿caring for your temporary & chait trapdoor cecostomy catheters¿ prior to initial catheter introduction. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, no product returned, and the results of the investigation, the main cause for this event was not able to be established. It is possible the sizing of the catheter used was a factor. It is possible the device was not maintained correctly. It is possible that the previous procedure prior to the chait placement could have led to this event. Cook was not able to determine any manufacturing deficiencies. However, none of these possibilities can be confirmed without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.